Event description:
Received info reporting cartridge error during bolus delivery. The customer experienced high blood glucose.

Manufacturer narrative:
The product is expected to be returned for eval; however, the device has not been received by the MFR. A f/u report will be submitted.